Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the buzzing sensation was attributed to phrenic nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has a history pectoral muscle/diaphramatic stimulation since initial implant. Now the patient has recently had a new symptom of buzzing around left breast. The right ventricular (rv) lead had previously been reprogrammed due to the known stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.